Manufacturer narrative:
A battelle critical care decontamination system (ccds) worker, loading n95 respirators into the ccds decontamination chamber, reported having a headache. The worker was wearing level IV personal protective equipment (ppe). The ccds bioquell unit was turned on for a couple of minutes. This resulted in vaporized hydrogen peroxide entering the chamber and the levels of vaporized hydrogen peroxide in the back of the decontamination chamber to reach 6.6 ppm. The ccds worker decon'ed and exited the chamber. The level IV ppe powered air-purifying respirator (papr) filters are independently tested to protect against 75 ppm h2o2 exposure. The worker went to urgent care and was released without treatment. This report is required under the terms of the battelle ccds eua. All information known or reasonably known to battelle has been included in this submission.

Event description:
A battelle critical care decontamination system (ccds) worker, loading n95 respirators into the ccds decontamination chamber, reported having a headache when vaporized hydrogen peroxide entered the chamber. The worker was wearing level IV ppe with a powered air-purifying respirator (papr). The worker went to urgent care and was released without treatment.